Event description:
This complaint was found during a literature review and the issues that were mentioned in the review were: ulcer, bleeding, abdominal pain, and migration.

Manufacturer narrative:
Initial medwatch submitted to the FDA on 17/may/2023. A review of the device labeling notes the following: the current overstitch¿ endoscopic suturing system (ess) instructions for use (IFU) addressed the known and potential event of "bleeding, ulcer, pain (abdominal) and migration" as follows: the apollo endosurgery overstitch¿ endoscopic suture system (ess) is intended for endoscopic placement of suture(s) and approximation of soft tissue. Warnings: only physicians possessing sufficient skill and experience in similar or the same techniques should perform endoscopic procedures. · contact of electrosurgical components with other components may result in injury to the patient and/or operator as well as damage to the device and/or endoscope. · verify compatibility of endoscopic instruments and accessories and ensure performance is not compromised. Note: refurbished scopes may no longer confirm to original specifications. Adverse events possible complications that may result from using the endoscopic suturing system include, but may not be limited to: pharyngitis / sore throat nausea and / or vomiting abdominal pain and / or bloating hemorrhage. Hematoma. Conversion to laparoscopic or open procedure. Stricture. Infection / sepsis. Pharyngeal, colonic and/or esophageal perforation. Esophageal, colonic and/or pharyngeal laceration. Intra-abdominal (hollow or solid) visceral injury. Aspiration. Wound dehiscence. Acute inflammatory. Additional information:literature review the device has not been returned for analysis. The investigator is waiting until the lot number of the device is known to determine whether a device history record (DHR) review is or is not required for this complaint.

Manufacturer narrative:
Supplement #01 medwatch submitted to the FDA on 06/jun/2023. Additional information: the device has not been returned for analysis, and after multiple attempts to gather more information from the reporter, no additional information has been received. The investigator determined a device history record (DHR) review is not possible for this complaint, as attempts at gathering the device serial/lot number were unsuccessful. Device evaluation summary: assessment of the device involved in this complaint was not possible, and it has not been possible to determine the root cause for this event.